Event description:
Healthcare professional reported capsular contracture, baker grade ii-iii. Device remains implanted. This record relates to left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii-iii.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported, left side capsular contracture, baker grade ii-iii. Patient, additionally reported, pain. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported capsular contracture, baker grade ii-iii. Device remains implanted. This record relates to left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported "a lot of capsular fibrosis had to be removed." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported capsular contracture, baker grade ii-iii. Device has been explanted. Patient additionally reported pain. This record relates to left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3.

Event description:
Patient reported capsular contracture, baker grade ii-iii. Device has been explanted. Patient additionally reported pain. This record relates to left side.